Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, necrosis (injection site necrosis) was deemed to meet serious criteria of required intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from an (B)(6) physician via a business development manager and concerns a female patient. She was injected with radiesse, into her cheek bones and nasolabial folds, on (B)(6) 2021. As reported, radiesse was undiluted. The patient had aesthetic treatments in the past and experienced swelling. On (B)(6) 2021, on the same day, at night, after the radiesse injection, the patient developed pain on the left side of her face, numbness in her nasal tip and she was not able to sleep. On (B)(6) 2021, the next day, there was some black coloring, with the numbness resolving. According to the physician, the patient experienced a necrosis. On (B)(6) 2021, the patient had some duskiness in her left nasolabial fold with nothing in the other areas, and with some whitish coloring. The patient also experienced swelling after the treatment but said that this was the same type of swelling, she was always getting. There were no eye issues. The physician was referred for an expert opinion (reported as kols). The outcome of the events necrosis and swelling was unknown. Due to the provided information, the outcome of the event numbness was considered as resolving.

Event description:
Follow up information was received on 28-jan-2022: it was confirmed that the patient was injected with radiesse, for volume augmentation. She was injected with a 27g needle, on the left malar area slightly lower than usual (as reported). The patient previously had aesthetic injections with juvederm ultra, and had biofilm formation and hard nodules, necessitating hyalase on multiple occasions. The patient was a smoker. Concomitant medications were reported as none. For necrosis, corrective treatment included daily hyperbaric oxygen therapy for 2 weeks, daily hyalase whole ampoule injections for 5 days, a low dose aspirin and trental, warm compresses and she stopped smoking. Laboratory data included MRI angiography, to exclude migration of the filler. The physician was going to ask the patient if she was vaccinated when she came in, in the week after this report. The outcome of the event necrosis was reported as resolved and was therefore changed from unknown. The outcome of the events numbness and swelling remained unchanged. In the opinion of the reporter, the event necrosis was of moderate intensity, serious and not permanent.